Manufacturer narrative:
The technician found the sidecom board malfunctioning. He replaced the sidecom board to repair the bed.

Event description:
Info received indicates the nurse call from the bed is not working.